Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was a leak in the y-junction. The catheter was pulled and replacement with a new one. The catheter was in the patient for 2 year and was removed on (B)(6) 2015. No patient injury.

Manufacturer narrative:
The lot number was not provided, therefore, it is not possible to perform a device history record (DHR) review. The product sample was received in a generic plastic bag. It consisted of a palindrome sapphire 19/36kt vt. The catheter was cut approximately at 1.5 cm below the felt cuff and presented signs of use. After visual inspection, a hole was found on the joint of the device, between the hub and the anti-microbial sleeve. During functional test (underwater test) bubbles were detected coming out below the hub from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device, stating do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. It is important to inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. According to the event description, the customer states that the catheter functioned as intended for approximately 2 years, therefore the device was damaged more likely during use. Based on the available information, the probable root cause can be that leak was more likely caused due to the inappropriate use of cleaning agents. This complaint was received on (B)(6) 2015; therefore the lot involved with this event was manufactured before the implementation date of actions related to a corrective and preventive action (CAPA).

Event description:
Following the evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.